Event description:
Doctor performing transoral incision-less fundoplication. Esophyx2 hd device was in use, springs broke on the device making the fasteners unusable. A second esophyx2 hd was opened and doctor was able to complete the procedure. Company rep was in room at the time of malfunction. Manufacturer response for fastener delivery system, esophyx 2 hd (per site reporter): unknown, rep aware at time of surgery.